Event description:
Additional information: the health care provider later reported that the cause of the event was unknown. The patient experienced over sedation. The hcp indicated that the patient using ptm. The outcome was noted as serious illness/injury-recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient reported that she was "in a coma in 2011". It was reported that she was on a medication (not fully intelligible what the reporter said) during her hospital stay because it "spilled out all over the system".

Event description:
Additional review: it was also reported the patient had symptoms of pain, spasms, and being "really incoherent" and "disoriented and confused".

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient was partially sleeping when they were talking, experienced dizziness and vomiting. When the patient arrived at the hospital they were unconscious with a respiration rate of 5. Narcan was given and it caused the patient to go into cardiac arrest. CPR was done. The patient reported that this was confirmed by their cardiologist. The pump was interrogated (B)(6) 2011 and at that time the health care provider had the patient's daily dose of morphine reduced from 5.995mg/day to 1.997mg/day. As of the date of the report the patient indicated that the pump had made their life better than before and was now receiving very low dosage.

Event description:
Patient experienced an overdose with symptoms of drowsiness and fell into unconsciousness when she was taken into the ER. Patient was hospitalizing for six days. The event was indicated to have occurred in (B)(6) 2011. It was added that at the ER, they were able to manage the patient's symptoms and sent her home; it was sated that the "morphine level was too much for her." It was indicated that patient saw her pain physician afterwards and a dye study was performed that showed no issues with the pump. It was further noted that "at this point, hcps are not sure why the event occurred." Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.